Event description:
It was reported that this patient just was implanted with a subcutaneous implantable cardioverter defibrillator system. Two days after, there was a stored episode with observations of noise which was being oversensed resulting in one inappropriate shock. It was noted that r waves were marching through at 80bpm which is consistent with a set screw issue or seal plug damage. The device passed when programmed in primary however, failed in secondary. Technical services recommended to leave the device in primary and to wait a few months for the air to escape the seal plug. At this time, the system remains in service. No adverse patient effects were reported.